Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 500 mg/dl. It was unknown that how the customer treated for their high blood glucose. The customer stated that insulin pump had insulin pump error alarm and customer was able to clear the alarm and able to rewind. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device trace download analysis confirmed the device alarmed power error 25, low battery alert and power loss alarm. The adapt tool confirmed power error 25, low battery alert and power loss alarm was triggered when the backup battery loaded voltage was less than 3.5 volts for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the device was monitored and functioned properly. Device received with corroded battery tube.